Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set fell off events on (B)(6) 2024. The infusion set was in use for few hours. The glucose level was 260 mg/dl. No further information available.

Manufacturer narrative:
(B)(4) - device 1 of 2.